Event description:
The customer reported that the device, 60-6085-202a, vcare 200a ¿ large, was being used during a laparoscopic hysterectomy on approximately (B)(6) 2022 when it was reported, ¿the surgeon said the handle on the vcare broke and began to spin on its axis around the shaft making it difficult to manipulate the uterus. He said everything worked out in the end but just frustrating that it occurred at all.¿ per further assessment questioning found, there was no delay in surgery, the device was in the sterile field when it broke, the device did not fragment and there was no report of injury, medical/surgical intervention and no extended hospitalization required for the patient. The procedure was completed with no alternate device being used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-202a, vcare 200a ¿ large, was being used during a laparoscopic hysterectomy on approximately 22mar22 when it was reported, ¿the surgeon said the handle on the vcare broke and began to spin on its axis around the shaft making it difficult to manipulate the uterus. He said everything worked out in the end but just frustrating that it occurred at all.¿ per further assessment questioning found, there was no delay in surgery, the device was in the sterile field when it broke, the device did not fragment and there was no report of injury, medical/surgical intervention and no extended hospitalization required for the patient. The procedure was completed with no alternate device being used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 82 complaints, regarding 107 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.